Event description:
Technician alleged brakes not holding. The four brake casters would move from side to side even when brake casters were in locked position. Technician replaced the four casters to resolve.